Event description:
A call to technical services placed on (B)(6) 2013 states that they will be removing this lead due to fracture. The patient's whole system is medtronic. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).